Manufacturer narrative:
The insulin pump was received with no button response, problem isolated to lcd board. Analysis was unable to test for unexpected restart alarms due to no button response. No blank display noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they received unexpected restart alarm. The customer's mother reported that the insulin pump had a blank display. The customer's mother also reported that the buttons were unresponsive. The customer's blood glucose was 163 mg/dl at the time of incident. The customer's mother stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer's mother stated that the insulin pump was not stored or not in use for an extended period of time. The customer's mother stated that the alarm did not occur shortly after inserting a new battery. The customer's mother stated that the battery compartment and spring were not damaged or corroded. The customer's mother stated that the battery cap was not damaged or corroded. The customer's mother stated that the display did not return after inserting a new battery. The insulin pump will be returned for analysis.